Manufacturer narrative:
(B)(4) the device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused cytoxin, a chemotherapy drug, during therapy. The device was programmed to infuse 500ml or cytoxin over an hour. When 8 minutes were left of the infusion, the pump displayed 63 ml remaining to be infused, but 94 ml was still left in the hospira brand add on buretrol solution set connected to the device. The rate was increased to 690 ml/hr. Two minutes later, the rate was increased to 999 ml/hr and there was still 75 ml left in the buretrol after an unspecified amount of time. It was also reported that there was no patient injury, symptom, hemodynamic changes or medical intervention required as a result of this event.

Manufacturer narrative:
(B)(4). Additional event information was received from the customer. The event descrition has been updated.

Event description:
Baxter performed a site visit to this customer. The purpose of the visit was to directly observe and discuss concerns related to the event reported by (B)(6) hospital of (B)(6). The findings from the site visit showed that some current clinical practices may have led to the reported under infusion. Baxter is working with the facility to mitigate the reported problem.